Manufacturer narrative:
Analysis of the ins serial# (B)(4) found no anomaly. Method code (B)(4) no longer applies. Product analysis (B)(4) :analysis information -- (B)(4) 2018 10:21:54 cst pli# 10 product ID# (B)(4) below is unedited, system generated text based on the analysis finding code(s) and test results. The returned device passed all testing in the laboratory and no anomalies were identified. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the {referenced to #0} electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that during an ins replacement due to normal battery depletion, all connections on lead 8-15 and all but 2 connections on lead 0-7 were red x's after inserting the existing leads into the new ins #1. The same issue occurred when the hcp tried using different ports. The hcp placed the leads into an ens to test them and the connectivity came back green. The hcp then tried using another ins #2 and the connectivity came back green so that ins was used as a replacement. It was assumed that ins #1 was responsible for the bad connectivity considering that the lead worked fine with the ens, and ins #2. The hcp thought that their might be a 'divot' in the ports of ins #1. Impedances with ins #2 were all within normal limits. The issue was resolved and ins #1 was being sent back to the manufacture for analysis. No patient complications were reported.